Event description:
Nature of product complaint product type: endosseous dental implant. Material: 300343 nobel replace cc tiultra rp 4.3x10mm. Batch: 12234448. Occurrence of the event: after clinical procedure. Product complaint type: implant partially visible. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).